Event description:
The adapter teeth jammed resulting in difficulty in deflating the occlusion balloon. The physician had exchanged the adapter for another to complete the case. The physician used the new adapter with the hypotube that was already inside the patient. The physician removed the dilatation balloon. The physician inserted the aspiration catheter and aspirated the vessel. The physician attempted to deflate the occlusion balloon and turned the knob on the adapter and the teeth of the device jammed and the knob would not turn. The physician attempted several times to turn the knob, eventually unjamming the teeth enough to deflate the occlusion balloon. The physician exchanged the adapter with a another device and performed a second dilatation and was able to complete the case.